Event description:
The clinic reported that a laser vision correction pt had an uneven ablation. At the one month post-op exam the pt presented with an uncorrected visual acuity of 2.0 in the right eye (od) and 1.5 in the left eye (os) and a best corrected visual acuity of 2.0 od and 2.0 os. The clinic clarified that the mirror on the laser above the pt eye was splashed with water and was not detected until after the treatments were completed for the day. This issue impacted (B)(6) pts.

Manufacturer narrative:
An amo field service engineer examined the laser at the customer location and confirmed the water splash on the optic. The optic was cleaned. No other issues were found with the equipment. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.